Event description:
Tissue retrieval system bag failed intraoperatively, during removal of the gallbladder. The bag seam failed, spilling the dissected gallbladder into the abdominal cavity. A second device opened, and the gallbladder was retrieved and removed. This delayed the surgery completion and exposed abdominal contents to the dissected gallbladder.